Event description:
There was no pt involved in this event. This device malfunctioned because the device would not power-on. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device operated successfully until (B)(6) 2010. The device failed to power on (B)(6) 2011. On inspection of the pad device one of the pogo-pins was found to be fully compressed. It is likely the pogo-pin was damaged when the pad-pak was changed. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unk" box has been checked in this report.